Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h11. The device was not returned to olympus for evaluation. A field service engineer onsite replaced the connectors to resolve the issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The most likely cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor had both purple leak connectors in the basin chipped. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.